Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the readings are lower than they should be. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions.

Event description:
The customer reported the readings are lower than they should be. No patient impact or consequences were reported.